Manufacturer narrative:
Due to additional information received on 20-sep-2024, the field b5 (describe event or problem) was updated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, another supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During preparation, it was mentioned that the tip of the versacross dilator was slightly shredded and could not be used for the procedure. The procedure was completed successfully by opening a new kit and replacing both the sheath and dilator. No patient complications were reported. Product is expected to return for analysis. No other issues were reported. It was further reported that the damaged tip of the versacross dilator was noticed after insertion into the faradrive sheath.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During preparation, it was mentioned that the tip of the versacross dilator was slightly shredded and could not be used for the procedure. The procedure was completed successfully by opening a new kit and replacing both the sheath and dilator. No patient complications were reported. Product is expected to return for analysis. No other issues were reported. It was further reported that the damaged tip of the versacross dilator was noticed after insertion into the faradrive sheath.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dilator was visually inspected, and it failed; the vhx imaging showed damage to distal tip of dilator. The dilator flushed properly before and after decontamination. There was some curvature observed along the device, which was a result of the return packaging. The reported allegation of dilator tip damaged was confirmed.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During preparation, it was mentioned that the tip of the versacross dilator was slightly shredded and could not be used for the procedure. The procedure was completed successfully by opening a new kit and replacing both the sheath and dilator. No patient complications were reported. Product is expected to return for analysis. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.